Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Chpv + bactiseal catheter infection

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: and a cut/tear in the silicone housing near arrow was noted. The valve was hydrated for 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, the valve leaked from the cut/tear in the silicone housing. The catheters were irrigated, no occlusion noted. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve failed the test this is due to the damage silicone housing. Review of the history device records confirmed the valve product code 82-3184, with lot cvgbgg, conformed to the specifications when released to stock in 9th june 2016. Review of the sterilization certificate conformed to the specification when released on the 6th june 2016. Review of the history device records confirmed the valve product code 82-3072, with lot cvhbv6, conformed to the specifications when released to stock in 23rd june 2016. Review of the sterilization certificate conformed to the specification when released on the 21st june 2016. The root cause to the tear/cut in the silicone housing is probably being due to the user, this however could not be confirmed. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. No root cause was determined for the infection as the sterilization certificates conformed to specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.